Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings: a review of the pump's black box did not show any evidence of a short battery life. There were several cs 177 warnings due to a discharged replaces battery use. The returned battery cap was found to be undamaged and able to fit securely. The pump alarmed with a cs 177 warning upon confirming the "verify" screen using a power supply. The short battery life complaint was duplicated. All current draws were within specification. Inspection found debris in the battery canister preventing a good contact between the power source and the terminal. The pump's cover was removed and there was no intermittent condition found to the printed circuit board or to the continuous glucose monitor module. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.